Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with vf episode during threshold test. Physician suspects that auto-capture caused vt. Vt was properly detected and successfully treated. No programming changes were made.